Event description:
Home patient (hp) contacted baxter's technical service center (tsc) requesting assistance during their automated peritoneal dialysis (apd) therapy on a homechoice machine. Reportedly, during treatment, hp's heater bag became disconnected from the heater line of the homechoice set. In an endeavor to correct the issue, hp reconnected the heater line of the homechoice set the heater bag. Tsc assisted hp in ending treatment early and advised hp set up with new supplies to complete their therapy. Per rn no patient injury or medical intervention was associated with this incident.